Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l78427, serial# (B)(4), implanted: 2001 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported the patient experienced an overdose after a pump replacement. The patient returned to (B)(6) from (B)(6) and it was noted she was on a much higher dose when she returned than what she was effectively managed on when she left. The patient showed no tone and was unresponsive. The patient was admitted to the intensive care unit (ICU) and intubated. The device system was used to deliver lioresal and infumorph. A follow-up report will be sent if additional information becomes available.